Manufacturer narrative:
Results: a sample is not available for evaluation. The provided photo submitted by the customer revealed no damage that would inhibit a full retraction. The photo displayed a needle/hub assembly fully retracted into the safety barrel, the white button was depressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6348657. All inspections were in compliance with requirements. Conclusions: the defect could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Had to be pressed several time before it activated during use. No injury or medical intervention.